Event description:
Physician has had 5 occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraoculr lens. As of today, 03/28/2000 co has only received the date of surgery, in 2000 and the control number involved. Additional details will be forthcoming.